Event description:
Consumer complaint of blood result reading of "lo." The last 5 tests in memory were "lo", 275 mg/dl, 40 mg/dl, 196 mg/dl, and 361 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).